Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, intraoperatively the driving cap was broken connected to the insertion handle and the tip of the driving cap broke off. The broken piece was extracted from the insertion handle. There was a minimal surgical delay. The procedure and patient outcome were unknown. Concomitant devices reported: insertion handle (part number unknown, lot unknown, quantity 1). This report involves one (1) driving cap. This is report 1 of 1 for (B)(4).